Event description:
It was reported there was a removal surgery of ulna rod performed . It was reported the surgery took 4 hours but they still couldn't remove the rod from the patient. Attempts have been made to obtain additional information to no avail. No further information is availble. Information concerning the device (model number, batch/lot number) and patient status is unknown.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.